Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored. New information received indicate that surgical intervention was performed. The rv lead was surgically abandoned, and device was explanted. A new system was implanted without incident.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored. New information received indicate that surgical intervention was performed. The rv lead was surgically abandoned, and device was explanted. A new system was implanted without incident.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedances and threshold measurements. Several shock impedance measurements have been greater than 125 ohms. There was no evidence of noise in stored episodes and provocation tests were unremarkable. Boston scientific technical services (ts) indicated that the change in impedance and high threshold is likely related to a change in the lead tip/tissue interface. A good resolution x-ray of the lead tip may be performed or echo imaging to see if encapsulation is visible. Ts also recommended more frequent monitoring with periodic in clinic lead testing. The system remains implanted and the patient will be monitored.